Manufacturer narrative:
(B)(4). The device was manufactured august 4, 2014 - august 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 1.55mm in length, floating in the solution of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter in the bladder. The unit contained caspofungin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.